Event description:
Pt was implanted with a glaucoma aqueous shunt. Pt developed hypotony within 1 week post-op, intervention required to close drain tube with suture. Chamber maintained pressure for a month after which pt developed hypotony again. Intervention required to remove drain tube. Approx one week ago, the pt presents with "extrusion of the head" of the prosthesis and the surgeon has not decided what course of action to take.